Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: on investigation, there were no records in the alarm history, black box or download history related to the complaint. The pump was fully exercised for 24 hours without any errors, alarms, warnings or malfunctions occurring. The pump was fully functional; investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the pump emitted an alarm but the user does not know what the alarm was. This complaint is being reported because the issue could result in long-term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event.